Event description:
It was reported that a tandem mobi cartridge alarm occurred during insulin therapy, leading to the customer's blood glucose (bg) level reaching 511 mg/dl. The customer decided to continue using the current pump while being prepared to rely on an alternate method if necessary. Technical support confirmed the alarm and arranged for a replacement pump. Multiple attempts were made by tandem¿s technical support to obtain additional information regarding the high bg; however, no additional information regarding this event was provided.